Manufacturer narrative:
E1 - initial reporter phone: (B)(6). E1 - initial reporter email: added device evaluated by MFR: the device was returned for evaluation. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination showed the balloon had a rupture. Microscopic examination revealed that the balloon had a rupture at 9cm from the tip. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 08oct2025. It was reported that balloon leak occurred. The target lesion was located in the thoracic aorta and subclavian artery. A 6.0mmx20mmx135cm (4f) sterling balloon catheter was selected for use in a thoracic aortic stent-graft implantation (branch revascularization). During the procedure, a boston scientific pressure pump was used to inject contrast agent into a balloon to pre-dilate the stent. Under balloon angiography, there was an obvious manifestation of contrast agent leakage. The procedure was completed with another of same device. There were no patient complications as a result of this event. However, device analysis revealed a rupture at 9cm from the tip.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination showed the balloon had a rupture. Microscopic examination revealed that the balloon had a rupture at 9cm from the tip. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 08oct2025. It was reported that balloon leak occurred. The target lesion was located in the thoracic aorta and subclavian artery. A 6.0mmx20mmx135cm (4f) sterling balloon catheter was selected for use in a thoracic aortic stent-graft implantation (branch revascularization). During the procedure, a boston scientific pressure pump was used to inject contrast agent into a balloon to pre-dilate the stent. Under balloon angiography, there was an obvious manifestation of contrast agent leakage. The procedure was completed with another of same device. There were no patient complications as a result of this event. However, device analysis revealed a rupture at 9cm from the tip.